Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply to the power signal interface cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.